Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom technical support on behalf of the patient on (B)(6) 2015, to report that on (B)(6) 2015, during sensor deployment the needle of the sensor applicator bent. No additional event or patient information is available.